Event description:
On (B)(6) 2014, the patient's wife reported that the buttons on her husband's infusion device were not functioning. The patient had an elevated blood glucose level of 500 mg/dl and his wife thinks it was due to the buttons not functioning. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.